Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 430 mg/dl. Cause of bg level was not known. Customer went to the emergency room to address high bg. Customer declined troubleshooting. No additional information was able to be obtained.